Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device allegedly emitted sparks. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. The device inspection found no evidence of sparking on the returned device and no events of sparking were recorded in the device logs. In-house testing could not reproduce the reported sparks from the device. Additional information was obtained from the customer which confirmed that an electrical transformer was used with the device and the patient's wheelchair. The investigation determined that the reported sparks were possibly due to the electrical contact between the device and the patient's wheelchair. Review of the device logs also revealed occurrences of total power failure due to battery depletion and system fault error messages (sf 74 and 195). The battery issue was due to multiple events of the device switching to the internal battery power when the external battery is critically low in power. The system faults were triggered due to software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device allegedly emitted sparks. There was no patient injury reported as a result of this incident.